Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right ventricular (rv) lead, exhibited oversensing of electromagnetic interference (emi) on the rate/sense channel during an episode in the ventricular fibrillation (vf) zone. It was reported the patient is pacer dependent and the oversensing resulted in two seconds of asystole. Additionally, it was reported the patient does not have an right atrial (ra) lead implanted due to chronic atrial fibrillation (af) however atrial sense markers were observed. Boston scientific technical services (ts) discussed vtr mode and programming the ra lead off. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.